Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the reported "autofill issue", also observed autofiill failure codes in the fault logs and identified solenoids k2, k4, and k1 (fill manifold assembly) to be defective. To resolve the issue, the stm replaced the fill manifold assembly. In addition, the stm reported that the safety disk and batteries were expired but that the customer does not want these parts to be replaced. The iabp is presently in storage and no longer in service. The stm did not clear the iabp for clinical use.

Event description:
A getinge service territory manager (stm) reported that after a solenoid driver board replacement as part of a mandatory field action, the cs100 intra-aortic balloon pump (iabp) was unable to completely autofill. There was no patient involvement, and no adverse event was reported.